Event description:
The center reported that the pt experienced a loss of lock with her device. External equipment was exchanged, but the problem was not resolved. Testing performed show that the device was not functioning. The pt's c1 devices was explanted and the pt was reimplanted with another advanced bionics device.